Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was deformed, bent and the drills did not hold. Furthermore, it was observed the tool side was damaged, the coupling sleeve was jammed and the drill chuck had dropped down. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty/improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the head was worn out on the burr attachment device out and therefore the device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.